Event description:
Additional information received reported the patient had complained of pain in a different area than what their implantable neurostimulator (ins) was implanted for and that was the uncomfortable painful sensation the patient had. When the patient¿s stimulation was turned on they felt a tingly sensation that covered their original painful areas. The patient¿s healthcare professional (hcp) was made aware of the patient¿s complaints and they decided to take a different treatment path for the patient¿s new pain and leave the ins the same.

Event description:
It was reported that a patient¿s stimulation hurt when it was on and that it started gradually about 2-3 months ago. It was noted that the patient's usage diary indicated that the implant had been off for the past month. It was stated that the patient used group a with two programs. It was stated that the manufacturer¿s representative ran electrode impedance and it showed everything greater than 4000ohms. It was stated that the caller noted she was unsure if it was all pairs or if she was using a single reference electrode. It was stated that the implant battery voltage was at 3.0v, even as it approached 10 years. The following group settings were reported: group a: program 1 2+ 3- 4- 5+; 0.8v; 210microsec; 70hz; 732 ohms program 2 0- 1+; 2v; 210microsec; 70hz; 928 ohms it was further reported that the manufacturer¿s representative called back for assistance with the final download for the clinician programmer 8840 and patient download.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7439, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 747151, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3898-33, lot# lb9996, implanted: (B)(6) 2005, product type: lead. (B)(4).